Event description:
The patient reported she is unable to establish communication between her scs ipg and multiple charging systems after not charging for approximately 2 months. Subsequently, the patient is no longer receiving stimulation. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.